Manufacturer narrative:
Insulin pump was received with currents in spec. No blank display. No button error alarm. Insulin pump had an intermittent button response due to moisture damage keypad trace. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had a blank display every time he inserted a new battery. In the alarm history an external error and an unexpected restart alarms were found. His blood glucose level was 122 mg/dl. The insulin pump had scratches on the lcd screen. The up and down arrow buttons were unresponsive. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.